Event description:
Pt states that he has problems with priming of infusion set. Pt states insulin is exiting tubing earlier than expected and the pump plunger is not making contact with insulin reservoir, even though insulin is exiting tubing. Pt states he is aware of the ongoing recall but that he did not realize that he had any affected lot numbers. Pt did not have any other infusion sets from other lot numbers and was encouraged to discontinue use of pump until receiving other infusion devices. Unomedical received the complaint through medtronic minimed, the distributor of the infusion set. (B)(4).

Manufacturer narrative:
One used device was returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Unused devices: no unused samples were returned for eval. Reference samples: the reference samples were tested as the returned used sample. All reference samples were within specifications.